Event description:
It was reported a patient's implantable cardiac monitor presented with false positive alerts in the form of post-sensed t-wave over-sensing. No changes were reported. There were no patient consequences.